Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into inspection of the device. The ufr mentioned that the device problem could be solved by replacing the motor control pcb. Upon dräger's request for further information, it was responded that no additional details can be provided. This does not allow a case-specific evaluation. Dräger concludes the following: it is plausible that an issue with the motor controller board may lead to shutdown of automatic ventilation but the expertise of the hospital can neither be confirmed nor denied without inspection of log file and/or device. Given that the assessment would be valid, the field failure rate of this component is stable on low level. The entire device was operated for almost nine years now; status of repairs and preventive maintenance is not known to dräger. A condition that triggers a shutdown of automatic ventilation will be alerted to the user by means of a corresponding optical and acoustical alarm. The device will open the pneumatic system to ambient to allow spontaneous breathing; an alternative ventilation method has to be introduced. H3 other text : device not available for evaluation.

Event description:
It was reported that the device suddenly posted an alarm during use and shut down automatic ventilation. As per report, this did not lead to health consequences for the patient.